Event description:
On (B)(6) 2014, 6 month imaging follow-up identified a wire fracture proximal to the flow divider of the trunk-ipsilateral component.

Manufacturer narrative:
The review of the manufacturing paperwork verified that the lot met all pre-release specifications. According to the gore® excluder® aaa endoprosthesis instructions for use, adverse events that may occur and/or require intervention include, but are not limited to stent fracture.

Event description:
On (B)(6) 2014, this patient underwent endovascular repair of an abdominal aortic aneurysm using gore® excluder® aaa endoprosthesis featuring c3® delivery system. On (B)(6) 2014, 6 month imaging follow-up identified a wire fracture proximal to the flow divider of the trunk-ipsilateral component. On (B)(6) 2018, a 48 month imaging follow-up confirmed the wire fracture.